Event description:
It was reported the device doesn't recognize the disposable. Patient involvement is unknown, no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled dso seal. The tamper seal was removed. A visual inspection and functional test were performed and the reported issue was duplicated. The latch lock sensor was tested and found that the pump was unable to detect the cassette. The reported issue was related to an inoperable latch lock sensor. As a result, the latch lock senor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.